Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the lead exhibited loss of capture and sensing. A fluoroscopy image revealed that the lead dislodged staying in the superior vena cava. The patient refused the lead revision.